Manufacturer narrative:
Investigation summary: our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a loose tubing clamp was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after the patient was admitted to the hospital, a routine intravenous infusion was performed. When the y-type, 1.1x30mm closed venous indwelling needle is used for infusion, closed the clamp after successful puncture. The clamp does not close tightly, and blood reflux. The nurse immediately pulled out the indwelling needle for the patient. The patient is pressed against the puncture site to stop bleeding."